Manufacturer narrative:
The blud_direct images were obtained from the instrument and reviewed by immucor. All reactions were negative except for the positive control (4+). A field service engineer performed a checklist of verifications and daily maintenance activities on the customer's instrument. No problems were identified. Patient sample was no longer available for testing. Three different samples were tested and the expected results were obtained.

Event description:
Customer reported unexpected negative results on the galileo instrument with a sample that was previously tested at a different facility on an echo instrument where positive results were obtained.